Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extra large volume intermate had a ruptured bladder; further described as "the rubber in the bottle cracked" and the liquid leaked into the bottle. This was observed during filling with ringer-acetate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed that the bladder has been ruptured. The ruptured bladder was examined for external and internal surfaces of the bladder and any surface defects on the stressmember. No signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause of the issue was inherent to variation in the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.